Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the slightly higher than normal impedance issue has not been resolved due to the fact that it is not on a contact that is actively in use. The patient had a CT scan on their knee instead of an MRI. The cause of the high impedance is not known, but the hcp has no further interventions or troubleshooting planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0jfw2, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0jfw2, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that an impedance check was performed on the left subthalamic nucleus lead and measured high impedances. It was reported that due to the impedance issue, an MRI was canceled. No patient symptoms were reported. Impedance measurements: c1 ¿ 2422 ohms c3 ¿ 2712 ohms 03 ¿ 4415 ohms 13 ¿ 4662 ohms.